Manufacturer narrative:
Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leaking broviac catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 6.6fr s/l broviac catheter. Usage residues were evident throughout the sample. The catheter terminated approximately 1cm distal of the clamping over-sleeve. The over-sleeve markings were completely worn. A gap was observed between the luer hub and the crimp collar. A split was observed in the over-sleeve tubing just distal of the crimp collar. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a seeping leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed multiple clamping impressions along the length of the over-sleeve, including immediately distal of the crimp collar. Slight tensile weakness was observed in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular edges. The split aligned with the distal end of the luer hub stem. The location and characteristics of the split were typical of clamping the catheter just distal of the crimp collar, outside of the ¿clamp here¿ region. Clamping there pinches the soft catheter material between the harder plastic of the clamp and the luer hub stem, resulting in catheter damage. The product IFU states ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huxg1393 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
It was reported that there is a spontaneous perforation on the distal part of the catheter and a reported fissure on the base. A repair kit was used.